Event description:
Device issue: failure to deploy-clip delivery tubeset, damage-clip delivery tubeset. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during clip delivery tubeset deployment, resistance was encountered. The device was removed and manual compression was applied to achieve hemostasis. After device removal, the distal tip of the delivery tubeset appeared mangled and flared. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.